Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor readings were off by up to 400%. Customer stated that he had not received any calibration error alerts. The blood glucose reading was 130 mg/dl. He reported that when the blood glucose reading was 380 mg/dl, the sensor reading was 80 mg/dl. Nothing further was reported.